Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter had fractured off and was missing during an inspection by zimmer biomet personnel during an inspection of the device upon return from the field. No specific patient or surgical information is available.

Event description:
It was reported that the tip of a screw inserter had fractured off and was missing during an inspection by zimmer biomet personnel during an inspection of the device upon return from the field. Additional information stated the device broke during surgery. An alternative screw inserter was used to complete the procedure without any reported patient impacts.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the tip is fractured. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The likely cause for fracture is due to forces applied off axis.

Event description:
It was reported that the tip of a screw inserter had fractured off and was missing during an inspection by zimmer biomet personnel during an inspection of the device upon return from the field. No specific patient or surgical information is available.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information: ethnicity. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter had fractured off and was missing during an inspection by zimmer biomet personnel during an inspection of the device upon return from the field. Additional information stated the device broke during surgery. An alternative screw inserter was used to complete the procedure without any reported patient impacts.